Event description:
It was reported that during patient use, a ventilator generated an abnormal noise. The device did not stop ventilating. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for investigation. The manifold assembly was attached to a test ventilator and the device failed testing. During testing a noise was heard coming from the manifold. The reported complaint was verified.